Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic field service engineer (fse) went to site to troubleshoot issue. It was found the gantry would not move in any direction. A replacement power switching board was sent to site. The fse installed the power switching board, tested system operations which passed all testing and system was put back into use. The power board was sent back to manufacturer for evaluation. Confirmed reported problem "damaged power switching board". Unable to install power switching board due to physical damage to the board. No further issues reported. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative called to report the gantry will not move in any direction. They are able to drive it, but not move the gantry. Troubleshooting rebooted the system multiple times. Invalidated home, tried to rehome the system, no movement. Rebooted the system again. There was no patient present when this issue was identified.